Event description:
International affiliate reported that the device was used in the post-operative period. The pt developed redness 5 days following a laminectomy procedure and developed a subsequent fever 10 days post op. The wound was treated and a subcutaneous infection identified. Antibiotics were prescribed and the event resolved.